Event description:
It was reported that shaft break occurred. A 4.5mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, during preparation when the device was pulled out of the hoop, the device came apart. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 96.4cm distal of the strain relief. The outer shaft was stretched down starting 95.3cm distal of the strain relief and extended for 11mm. The balloon was tightly folded. The balloon protector was in place. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 4.5mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, during preparation when the device was pulled out of the hoop, the device came apart. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine.